Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen cracked issue was verified. Duplication testing was performed and no failure was identified related to the reported touchscreen unreadable issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unreadable. The customer's blood glucose was 162 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.